Manufacturer narrative:
The customer stated that the cannula had not fully deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. A review of the lot data from which this pod was built was performed - no failure related to the deployment of the needle mechanism was reported. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure that the cannula is seated properly. If labeling instructions were followed, the user would have noticed that the cannula hadn't fully deployed (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. Without the pod returned for evaluation, we are unable to confirm that a pod failure directly contributed to the customer's high bg levels. No conclusion can be drawn.

Event description:
The pt reported that he removed the pod and noticed the "cannula was not deployed its normal length out of the pod." The device was worn for two hours and, during this time, his bg levels "rose to over 400mg/dl." The pod was removed and will be returned for evaluation.